Manufacturer narrative:
Block b3: exact date unknown, event occurred approximate six months ago the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had frequent ipg charging. The patient underwent an ipg replacement procedure for a full body MRI conditionality. The patient was doing well postoperatively. The explanted ipg was not returned per facility policy.